Event description:
Boston scientific received information that during change out, fluoroscopy evaluation noted a wire outside the lumen and was in-between the proximal coil and the yoke of this right ventricular (rv) lead. The rv lead impedance has been within range and stable but low. Sensing, threshold and shocking impedance measurements have all been stable and within range. They performed defibrillation threshold (dft) test with the old device and everything looked good while on the new device no dft testing was performed as the numbers looked good. The physician will continue to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead exhibited low out of range pacing impedance measurements less than 200 ohms. An x-ray was performed and noted a lead fracture that was suspected to be a result of clavicular crush. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is in the possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.